Event description:
A discordant, falsely elevated folate patient sample (1 patient) was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 instrument. The repeat result was reported, as the corrected result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated folate patient sample.

Manufacturer narrative:
An outside of united state (ous) customer reported a falsely elevated folate patient sample (1 patient) obtained on an atellica im 1600 instrument. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00271 on 07oct2022. Additional information (15dec2022): an outside of united state (ous) customer reported a falsely elevated folate patient sample (1 patient) obtained on an atellica im 1600 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The sample and reagent trace files provided for sid# (B)(6) were reviewed and it was found that there is no evidence of a hardware issue that is impacting the delivery of the reagents. The autocheck data also showed no abnormalities and quality control (qc) results were in range at the time the patient sample was tested. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.